Event description:
This is report 2 of 2 for complaint (B)(4).

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: the patient had a fracture of the distal end radius and ulna. On (B)(6) 2013, the doctor inserted the va lockscr 2.4 self-tap l14 tan with fixed mode using the guiding block. After identification by the image, during rotating with torque from the radial side,the penetration occured at the hole. The doctor gave a twist to another screws and extracted the penetrated screw, and replaced the penetrated screw with a similar size screw by his choice. The doctor used the t8 screwdriver shaft with stardrive attached to the handle with quick coupling without the torsion of screw. The surgeon finished the closure process without torque on the replaced screw. This complaint is for the unknown screw. This is report 2 of 3 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. Placeholder.

Manufacturer narrative:
Additional evaluation was conducted. The report indicates that the screw shows a deformation of screw head thread. We could not define the exact cause of this complained article. The deformation of the head thread resulted due to the contact with the plate thread. Further investigation the manufacturing documents show conformity to the specification. No product fault could be detected. A device history record review was conducted. The report indicates that the lot number 8529547 is not a synthes us lot number. A review cannot be performed with the us lot number therefore this complaint is indeterminate from a manufacturing stand point. Device was used for treatment, not diagnosis. Placeholder.